Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, while transporting, the ventilator made a loud noise and an "mtr fail 0 00:26" error occurred. The pt was manually ventilated before being transferred to another unit. There was no pt harm reported.